Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. The product is not available for investigation. Trend is tracked and monitored. This report is late due to an oversight and an nc will be opened to address the issue.

Event description:
It was reported that a patient experienced a dental implant loss.